Manufacturer narrative:
The ess (endoscopy support specialists) onsite conducted and completed the reprocessing training to the user facility staff. In-service included cleaning, disinfecting, and sterilization information of all device models. In addition, it was recommended that the user follow all olympus reprocessing procedures and reprocessing manuals. The ess explained the importance of the information and the recommendation provided to them and was acknowledged by the staff in attendance. To date there was no patient harm or injury was reported and the user scope did not return for evaluation.

Event description:
It was reported that during reprocessing in-service the user facility stated that they do not use the air water channel cleaning adapter. There was no patient involvement on this report. No patient infection reported due this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. It was reported that during reprocessing in-service the user facility stated that they do not use the air water channel cleaning adapter. A root cause for the reported event cannot be conclusively determined. It was presumed from the investigation that the reported event was not due to the scope itself. It was presumed according to the reported event, the user may have conducted reprocessing without understanding adequate process in accordance with the IFU (instruction for use). Per user manual, it states: this manual contains the reprocessing methods recommended by olympus for the endoscopes and accessories listed on the front cover. Before reprocessing, thoroughly review this manual and the manuals for the reprocessing equipment and chemicals that will be used for reprocessing. Reprocess all the devices as instructed. Importance of reprocessing. When selecting appropriate methods and conditions for cleaning and disinfection and sterilization, follow the policies at your institution, applicable national laws and standards, and professional society guidelines and recommended practices, in addition to the instructions given in this manual.